Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep stated when the patient is slouched or when the patient pressed on the device, their adaptive stimulation (as) position shows the patient is laying down. The cone size was reviewed with the rep and the rep reported when the patient is slouched the position is now showing the appropriate position. The issue was resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they got a replacement from repair. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the implantable neurostimulator (ins) location in the abdomen did not work well because the ins was floating around and adaptive stimulation would not work properly because the ins was not able to be secured because there were no muscles to hold the ins steady. It was noted that about 4-6 weeks ago, the patient had the device relocated again to the left buttocks and the extensions were removed and the patient was now getting 70-75% effectiveness. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient. It was reported that patient was "having trouble" with her recharger. Patient further clarified that it was "often difficult to find" her ins when charging. Patient thought this was due to the ins placement, but stated that once she found the ins she always got excellent recharge quality. Every once in a while it would take about an hour to charge her ins and mentioned that she never let her ins go below 40%. Most of the time when she was charging after about an hour she would check the charging status and it would show it was finished when it was not and it would be at maybe 80-90%. Sometimes it would show it was at 100%, but later stated that it would never show finished. The controller would then say no device found and she would have to reposition the rtm. Patient confirmed she did not move the rtm from her ins and confirmed she was always getting excellent recharge quality. While charging her ins the controller screen would go black and she would have to press the white button on the top of the controller to get the controller to come on again and begin recharging again. She never knew when her ins was finished charging and stated that due to this it could take her 3 hours to charge her ins. All issues noted above started since she had the ins moved in "probably september". Patient re-reported a continuation of event that her old ins was shocking her since date of implant ((B)(6) 2018). Patient had her ins replaced in (B)(6) 2019 due to this, but stated that "it kept shocking me so he decided it wasn't the battery". Then her healthcare professional (hcp) moved the ins due to this and following moving the ins "it wasn't working at all where he moved it so he had to move it back". Patient "thinks" they got the analysis report back which determined that the battery wasn't the cause of the shocking. Patient had the ins placed 4 different times due to this. Patient clarified that the initial ins (sn: (B)(6)) was initially placed in her "right butt cheek" and patient had the ins replaced (with sn:(B)(6)) in the same spot in her right buttcheek. Due to still getting the shocking sensation following having the ins replaced her hcp moved the ins "to the front right above by hip and right below my rib" and she would just "inhale and it wouldn't work" and it was "totally screwed up". Her hcp knew this wasn't working due to the ins location. Due to this her hcp moved the ins a final time ("probably september") to "my other butt cheek" and put the ins "a little lower and a little deeper" so patient thought was contributing to difficulty finding the ins to charge. Patient called back, stating patient got replacement recharger antenna and controller but was still having the same issue. Patient was adamant it was an issue with her external equipment. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the abdominally placed stimulator was not correctly sensing the position the patient was in; it would sense the patient was laying down even when the patient was upright. The adaptive stimulation was not sensing the position correctly. Additional information was received from the healthcare professional (hcp). It was reported that the adaptive stimulation was not sensing the position correctly since modification of the pocket location from buttock to abdomen. The device was less secure at the abdomen placement which resulted in the device moving with position change. No further patient complications were reported as a result of this event.